Event description:
It has been reported to philips that the device would not initiate fluoroscopy. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/non-emergency treatment. The treatment got aborted with the delay of more than 20 minutes, procedure got completed by moving patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not initiate fluoroscopy. Review of the system log file showed that the xsc network cable is broken. Upon further inspection, the fse found that xsc to switch network cable was defective. The fse replaced the network cable. After replacement of the network cable, the system was returned to use in good working order.